Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The physician elected to leave the lead in use since atrial pacing was minimal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.